Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The teeth of the instrument fall out

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The following sections were updated: b2, b4, b5, d10, g3, g4, h1, h2, h3, h6, h10. The product was returned to biomet UK ltd for evaluation and forwarded to a research engineer for investigation who has reported as follows: visual investigation confirmed the reported event. One of the teeth is fractured. The fracture occurred during the surgery. The instrument could have been damaged before the surgery if an impact force was applied, for example the instrument could have been dropped, resulting in a crack in the teeth, however, this is impossible to confirm with the information provided in the complaint. The fractured part has not been returned. The edge of the outer shield is damaged, bent inwards. The cause of the damage is unknown, however could potentially be a result of fractured tooth. Discoloration is visible on the cutter¿s outer shield. Could be due to the heat marks caused by manufacturing process, this does not affect the instrument¿s function. No corrective actions have been initiated, since no design or manufacturing deficiencies have been identified. It could not be determined, from information provided in the complaint, if the reported increased beading was caused by the delay in the surgery or is a direct harm caused by the instrument breakage. 2 additional cases (B)(4)) have been reported in the time frame between (B)(6) 2016 to (B)(6) 2020 against the cutters of different size raising allegations against broke teeth. None of the are reported against the same lot. The mhr does not show any non-conformity, rejection or concession that could be related to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the teeth of the instrument fell out during the surgery. The teeth were found in the drainage bag. There was 40 minutes delay of the procedure.